Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b2, b3, b4, b5, b7, d2, d6b, d10, g1, g3, g6, h1, h2, h6. D10: biomet cobalt cement catalog # unk lot # unk.

Event description:
It was reported patient underwent a revision procedure three years post implantation due to pain and swelling. During the revision the tibia and femur were both noted to be loose. The patella was well fixed and therefore not revised. Femur, tibia, and articular surface were revised. No more information is available.

Manufacturer narrative:
(B)(4). D10 - medical product: femoral component catalog # 00576401652 lot # 65094531. Articular surface catalog # 00596403214 lot # 64556162. All poly patella catalog # 00597206532 lot # 65326518. Articular surface size ef 12 mm height "use with plate 3 catalog # 00596403212 lot # 64956499. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing pain and swelling in knee post implantation. No more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a new legal claim was filed regarding ongoing pain and swelling in the right knee, with a revision surgery deemed necessary. The revision surgery took place under spinal anesthesia. During the procedure, an extensive synovectomy was performed, and it was found that both the femoral and tibial components were loose, while the patella remained well-fixed and was not removed. Trial implants demonstrated excellent stability and range of motion before final implants were placed. The wound was irrigated and closed in layers, with no intraoperative complications reported. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is confirmed based on the medical records provided. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Event description:
No further event information available at the time of this report.